Event description:
It was reported that "introducer needle was not flushing out blood". The issue was identified while getting access on the patient and "it appears as the needle hub is cracked". There was no harm to the patient. "Patient was critical, but needle issue did not make it worse". A new needle was used.

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The customer returned multiple components of a cvc kit, including one 3-l catheter, arrow raulerson syringe (ars), and 18ga introducer needle, for analysis. Definite signs of use were observed. Visual analysis revealed the needle hub contained one lateral crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. Teleflex has identified that the needle hub material was susceptible to cracking when placed under stress (i.e., pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The CAPA investigation indicated that the root cause was design related. Corrective actions have not yet been fully implemented at the time of this report. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "introducer needle was not flushing out blood". The issue was identified while getting access on the patient and "it appears as the needle hub is cracked". There was no harm to the patient. "Patient was critical, but needle issue did not make it worse". A new needle was used.